Event description:
The customer reported that the insulin pump was dropped on a hard floor and blank display occurred. The batteries were changed and the blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a battery tube connector was not plugged in properly.